Event description:
The hcp reported the pt was experiencing a return of spasticity. A dye study, rotor study, and indium dye study were done. The hcp suspected a pump malfunction. They explanted the pump and replaced it and returned it to the MFR for analysis. The pt outcome was not reported. A follow up report will be sent when add'l info is received.